Event description:
It was reported that a user experienced infusion set occlusions with an inset infusion set and had been resolving them only by performing full supply changes, after which troubleshooting and education were provided on alternative occlusion resolution steps. Customer care provided assistance that included replacement logistics. Investigation of this case revealed user technique and lack of awareness of troubleshooting steps contributed to premature supply changes. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included the need for additional supplies and shipment of replacements. It was concluded that the device functioned as designed and that user education addressed the issue.